Event description:
It was reported that stent dislodgement occurred. During unpacking of a 3.00 x 16mm synergy xd drug-eluting stent, it was noted that the device was in poor condition and the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 16mm; stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no evidence of any damage. The crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no damages. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 3.00 x 16mm synergy xd drug-eluting stent, it was noted that the device was in poor condition and the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.